Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. We are unable to confirm the bent cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 600 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent and dislodged. As treatment, it is unknown if they continued treatment.

Manufacturer narrative:
The device was received fully deployed. No timeouts, drive stalls or alarms were observed in the downloaded data. The soft cannula did not appear to be bent or kinked upon initial inspection. No damages or deficiencies were found during the investigation that would cause the cannula to dislodge. During the investigation of the formed needle, the tip of the hard cannula was observed to be curled over. The damaged needle tip did not stop the device from functioning as intended. No other damages or deficiencies were observed.